Manufacturer narrative:
An image was provided and a review was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The teflon pad appeared to be lifted at the point where it meets the black proximal pad, but the instrument would need to be inspected physically to learn more about any potential missing pieces. The harmonic ace / insert were returned and analyzed by failure analysis. The device was found to have the pad dislodged at the proximal end. The grey pad was dislodged and found further down into the clamp arm, causing the teflon pad to move freely. The insert was compared to an in-house golden insert and no material was found missing. The root cause of the failure is not established. An additional observation(s) not reported by the site was also observed. The instrument was found to have teflon pad damage. A piece of the teflon pad was broken at the proximal end of the pad. The missing material was not returned with the instrument. The event caused partially or wholly by the user of the device including sample handling.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clamping arm gasket on the tool head of the harmonic ace insert appeared to fall off after using it for a few minutes. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the instrument did not collide with any other instruments or other hard material during the surgical procedure. There was no report of fragment(s) falling inside the patient.